Manufacturer narrative:
Pt identifier was not available from the site. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported the site was using their oec9900 c-arm and experienced an empty image issue. The system would not take the empty automatically, but did accept manually. It then would not take the ap images; the site tried to override it and then an error message came up that said they needed to take a new empty image. They did this, it accepted it automatically and then accepted all images automatically. The procedure was completed with the use of the stealthstation. There was no impact on pt outcome.